Event description:
An internal review revealed that this product was removed for infection and discarded by the hospital. This device was part of a system removed for infection. Please referencemdr# 04-0065 for additional information. A new system was implanted at a later date.